Manufacturer narrative:
Visual examination: the catheter was returned coiled loosely within a plastic bag. Traces of dried blood residue were noted smeared on the body, hub, and strain relief. The catheter exhibited a severe twist-type fracture, 32.5cm distal to the strain relief. Multiple bend-type kinks were also noted in the body, 2.0cm, 14.0cm, and 45.0cm distal to the strain relief. Dimensional examination: the inner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. The catheter exhibited obvious sings of having been severely twisted (over torqued) to failure and subsequent fracture. Evidence of torsional overload was observed. It appears that the catheter had been torqued beyond its design limits, twisted, and fractured.

Event description:
During ptca procedure, the catheter was overtorqued and fractured.